Manufacturer narrative:
Further investigation has found that this case is duplicate of (B)(4). Thus please refer to emdr report(MFR report number: 3030677-2024-03441 for further details.

Event description:
Philips received a complaint on the defibrillator indicating that the therapy port of the system was defective. The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.